Manufacturer narrative:
The hill-rom tech found that the power cord had a loose ground prong. The hill-rom tech replaced the ac plug to resolve the issue.

Event description:
Info received indicated the bed's ground impedance (resistance) is out of specifications.